Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal morphine (10 mg/ml, 2.5 mg/day) via an implantable infusion pump. The drug lot number, concomitant medication list, and patient weight and medical history were noted as unable to obtain. The indication for use was not noted. It was reported that the catheter connector was sheared/worn. The patient was having a normal pump replacement (pump implanted in 2009). During surgery, the hcp noted shearing/damage to the proximal end of the connector and decided to connect a new catheter,at this point. The catheter end was checked for free flowing cerebrospinal fluid (csf). While it was not noted whether csf was seen, it was reported that only the connector section of an 8780 catheter pack was used. The device was not leaking, as only the outer section was sheared. The hcp reportedly stated that he may have caused the shearing himself, when he opened the pocket. The product was discarded by the hcp. The issue was resolved and the hcp had no further information. The patient status at the time of the report was "alive - no injury".